Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note; manufacturer contacted customer in a follow-up call on 14-may-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer feels well and did not report any symptoms. Customer stated her meter has been running high for several weeks. Customer stated she saw her doctor because of high results, and doctor changed her medication based on the meter results. During the call, a back to back blood test was not performed by the customer. Customer did not have the lot number of the test strips. The meter memory was not reviewed for previous test result history.